Event description:
Device malfunction: partial stent deployment, thumb knob spun freely. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the superficial femoral artery, during stent deployment, the xceed stent was partially deployed when a "click" was heard and the thumb knob spun freely. The partially deployed stent and stent delivery system were removed from the anatomy as one unit. Another xceed stent was used to complete the procedure. There was no adverse pt effect. Though requested, there was no additional info provided.

Manufacturer narrative:
(B) (4), off label vascular use. (B) (4). The device is expected to be returned for evaluation. It has not yet been received.